Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0131 speech disorder/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. (B)(6) 2026 at 11:30 am: a pediatric patient experienced a medical event related to inaccurate cgm readings. The cgm displayed 200 mg/dl, with values gradually increasing and reported over 400 mg/dl. Based on these cgm readings, caregiver administered correction insulin doses using the pod. Despite the cgm indicating high glucose, the patient exhibited symptoms inconsistent with hyperglycemia. A fingerstick blood glucose (fsbg) check was performed and measured 27 mg/dl, confirming severe hypoglycemia. Symptoms included shaking, lethargy, slurred speech, loss of consciousness, and vomiting. The patient was transported to the emergency room (ER) by parents and treated for severe hypoglycemia with IV glucose and IV saline. The patient was admitted for overnight observation and discharged the following day. They were instructed to follow up with the patient¿s healthcare provider. At the time of reporting, the patient was reported to be doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. The data investigat/ion did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.